Manufacturer narrative:
Sections with additional information as of 16-aug-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications added most likely underlying root cause mlc-021 improper technique of obtaining or applying blood sample.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4): same meter, different vial of test strips. Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 23-jun-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated her symptoms remained the same. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 29-jun-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated she still had a headache and was feeling dizzy. Customer reported she had gone to the doctor's office due to her diabetes, where she was diagnosed with hyperglycemia and was prescribed insulin. Customer stated the true metrix air meter was working fine. Note: 3 manufacturer attempted additional follow-up call to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-0 error message. At the time of the call, the customer reported feeling ill with symptoms of headache, nausea and feeling weak; customer stated she had been feeling this way for the past few days. During the call, a blood test was performed by the customer and produced e-0 error using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/16/2022 and test strips were opened 6/22/2021.